Event description:
It was reported that the patient received three inappropriate shocks due to oversensing and noise on the right ventricular lead. The lead also had high impedance and no capture at maximum outputs. There was a confirmed fracture on the pace/sense portion of the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the distal segment of the lead was returned but analysis could not be performed due to legal restrictions. However, visual summary analysis of the lead was performed and indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant product: d224drg ICD, implanted: (B)(6) 2011. (B)(4).